Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr), ejection fraction (ef) of 38%, anterior flail, coaptation gap and dilated left ventricle for a mitraclip procedure. During the procedure, mitraclip xtw was implanted on anterior and posterior leaflet after successful grasping with satisfactory leaflet insertion. While preparing the second clip to stabilize the first clip, it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the posterior leaflet. Additional two mitraclips, one xtw was implanted on the lateral side of the mitral valve and one xt clip was implanted between the first clip and second clip to stabilize the slda. Per the physician, it was unsure that tissue damage was due to the mitraclip device. All steps were performed as per IFU. The final mr was grade 3+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine the cause for the reported single leaflet device attachment. The reported tissue injury could not be determined. Additionally, the reported patient effects of tissue injury are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.